Manufacturer narrative:
Unit received with constant a35 alarm follow by motor error alarm during rewind due to motor encoder our of phase. Unable to perform displacement test due to motor error alarm. Scratched lcd window, cracked battery tube threads, and missing end cap sticker noted during visual inspection. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm and motor error alarm. The blood glucose at the time of the incident was 124 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.